Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s current blood glucose level was 159 mg/dl . The customer stated that the pump screen was totally dark on the pump and nothing was working on it. Customer stated that they received a battery out limit during normal use. The customer was advised that they will send a replacement battery cap. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.